Event description:
During transport of a portable ventilator in the ed, the right rear wheel caster dislodged from the ventilator/compressor base causing the ventilator to topple over onto the employee and pinning them to the floor. It took three employees to lift the ventilator off of the staff member. The injured staff member was admitted into the ed, treated, and placed on medical leave. It was determined that there were two separate attempts to reattach the wheel onto the base by the biomedical engineering department prior to the event. The ventilator was again sent to biomedical engineering for evaluation.